Event description:
It was reported that during a patient transfer a caregiver tried to move the lift to the other side. At the same time, the staff member stumbled and held onto the resident and the lift. As a consequence of the event both persons fell to the floor and the lift tipped over. The staff member was able to catch the lift with one foot so that it did not hit the resident with force. The resident sustained a 3 cm laceration above her left eyebrow and considerable swelling.

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
An arjo representative was notified about an event involving sara flex device. A customer reported that the caregiver mobilized the resident in the bed and started to prepare the resident to transfer with sara flex device. The caregiver positioned the lift in front of a bed, placed the sling around the resident to attach the right side of the sling clip to the device lifting arm. When the caregiver went to the other side of the lift to attached the second sling clip to the lift, the staff member stumbled and held the resident and the lift. As a result of the event, both persons fell to the floor and the lift tipped over. The staff member was able to catch the lift to prevent hitting the resident with force. The caregiver and patient attended the hospital for examination. The patient sustained a 3 cm laceration above her left eyebrow and considerable swelling. The customer did not provide additional information regarding injury sustained by the caregiver. After the event, the device was evaluated by an arjo representative. The device evaluation confirmed that no malfunction was found. The event is a sequence of unfortunate events where the caregiver tripped over. The caregiver, to restore the balance, held the patient and lift. The reported situation led to the patient being pulled to the ground with the caregiver. Looking at the incident scenario it has been established that a floor lift was used for a patient handling at the time of the event. The device was reported to tip and in this regard, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the patient fell.